Event description:
Fill volume: unk - asked not provided. Flow rate: unk - asked not provided. Procedure: bilateral mastectomy. Cathplace: unk - asked not provided. It was reported by an I-flow product representative that he received a call from a nurse of a facility in his territory; the nurse was requesting an in-service training on the on-q pain pump. The nurse stated that a patient had experienced an anesthesia reaction after receiving local anesthetic via her on-q pain pump at her home. On an unknown date, the patient was readmitted to the hospital. Further information was obtained from the hospital personnel stating that it was not a product issue, and it was a medication event that was due to the internal process of the hospital. The hospital stated they will not disclose further information.

Manufacturer narrative:
Method: the hospital refused to provide any further information regarding the incident and the device. Therefore, methods will not be performed and a review of the device history record (DHR) cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Conclusions: based on the limited information that was provided by the reporter regarding this incident we are unable to determine a cause. The hospital personnel reported that the incident was not a product issue. However, I-flow was unable to obtain further pump information to rule out the device causing or contributing to the reported event. If additional information pertinent to this complaint is received, I-flow will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.